Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and also reported communication issues between pump and transmitter. Customer also reported this malfunction continued many times. The event involved product(s) mmt-7841zw. Troubleshooting was not performed. Confirmed transmitter serial number was programmed in pump. Transmitter was not damaged. Customer already changed the transmitter and tried even the issue continues, hence customer believes pump might be defective. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7841zw.

Manufacturer narrative:
Following our receipt of one unit and placed it under microscope and found transmitter with physical damage to the connector pins and cow catcher, unable to perform functional testing or verify loss communication anomaly due to physical damage. In summary, the customer complaint of loss of communication anomaly could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.